Event description:
It was reported that the vns patient was experiencing discomfort with stimulation. The patient could not tolerate an output current higher than 0.75ma. The patient was feeling tightness/pulling in his neck. Revision surgery was considered but no known interventions have occurred to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. Attempts for additional relevant information were made but have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient was previously unable to tolerate a device output current greater than 0.75ma in (B)(6) 2010. No x-rays were taken. It was reported that the presence of the device was causing the lead pulling sensation. Clinic notes were received stating that the vns patient¿s device was interrogated during an office visit on (B)(6) 2014 and operating normally. The neurologist disabled the patient¿s device in preparation for an MRI of the brain. The patient¿s device was programmed back on the following day but not to its previous settings. The patient was unable to tolerate the previous settings so the neurologist programmed the device to a lower output current. No known interventions have occurred to date.

Event description:
Analysis of the lead was completed on 07/14/2014. Note that a portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded opening found on the outer silicone tubing, and the cut ends that were made during the explanted process most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. White deposits were observed on the unmarked connector boot and connector silicone tubing. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus, sodium, magnesium, sulphur and calcium. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. The surgeon noted that the previous implanting surgeon had used sutures as tie downs for the lead and that the majority of the lead was near the generator. The explanted generator and lead were returned to the manufacturer for analysis. Monitoring of the generator output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Analysis of the returned lead portion is currently underway.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.